Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats lobectomy. According to the reporter: at the first firing when the jaw was closed on the bronchial tube, cracking sounds were heard. However a doctor continued use and fired. For security, an additional firing was done on the proximal side of the operated site by the first reload. This time also strange sounds were heard. Issues were observed with the second staple line. It was repaired by additional suturing. There was unanticipated tissue loss. There was tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Patient is currently under follow-up. The doctor states the calcification of bronchial tube could possibly make the tissue hard to be grasped. No reinforcement material was used.